Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system reactivated and then froze during a surgical procedure. The surgery was completed after resetting and replacing the cassette pak. There was no patient harm.